Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The manufacturer representative was in a case to place an implantable neurostimulator and two 60cm leads. The physician placed the first lead without any issues, but when he anchored it, it came down almost a vertebral body. He attempted to push it back up through the anchor, and it bent the lead, so the physician replaced the lead. With the new lead, they were seeing high impedances, electrodes 10, 11, and 12 were over 40000ohms. The caller indicated that all values are somewhat high, between 11000-13000ohms. Prior to calling they tried to remove, clean the proximal lead connector, and reinsert the lead three times. The manufacturer representative indicated that the surgeon used loss of resistance with air to find the epidural space. The surgeon decided to proceed with the surgery and as soon as they flipped the patient back over onto his back, all of the impedances went back to normal and theimpedance issue was resolved.